Event description:
A patient reported experiencing inaccurate erratic results with a one touch basic meter. The patient's blood glucose results were 90, 174, 136 and 163 mg/dl. Tests were done within 10 minutes. "Patient stated they used separate finger sticks." Control solution result 112 (range 99-131) check strip test result 74 (range 70-92)." Patient did not experience any adverse events. No further information has been reported.